Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported blurred distance vision following an intraocular lens (iol) implant procedure. She reported that it was only possible for her to see traffic signs when she was less than about 50 meters in front of them. The patient also indicated that the television was now blurry, but near and intermediate vision had improved. The lens remains implanted. Additional information has been requested but not received to date. There are two medical device reports associated with this event. This report is associated with the left eye (os). The alcon reference numbers are 2016-67613 and 2016-67617.

Manufacturer narrative:
This manufacturer report number has been corrected and reported under MFR report 9612169-2016-00132. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).